Event description:
During an esophagogastroduodenoscopy (egd), a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. After the dilations were completed, the balloon was deflated and attempted to be removed from the endoscope. The balloon did not deflate enough to be pulled through the endoscope channel. The balloon was removed by removing the endoscope from the patient with the balloon and cutting the distal end of the balloon . A section of the device did not remain inside the patient's body . The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed a rupture/split in the balloon. The returned device had been cut approx 16.5cm from the distal end. The balloon was attempted to be inflated with a 60cc syringe and an inflation handle. Water could be seen streaming from a rupture in the balloon near the proximal end. The balloon material was bunched up on the distal side of this hole. This indicates that there was retraction on the balloon at the time the hole was created. The hole would cause the balloon the be difficult to fully deflate. Without the balloon being fully deflated it would be difficult to remove from the endoscope. The balloon glue joints were tested with the appropriate ring gauges and passed with no resistance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation during our laboratory analysis of the returned product. According to the report no lubrication was applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material failure is in inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon". The instructions for use state, "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically. Monitor endoscopically until the balloon is in the desired position within the stricture". The instructions for use contain the following warning: during dilation do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in over extension or bursting of the balloon. To achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.